Manufacturer narrative:
On 17-jun-2022, mentor received additional information about the event. The patient did not suffer from capsular contracture in her right breast as was previously reported. The right breast prosthesis was explanted and replaced due to asymmetry. Additionally, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Red material was observed on the shell surface. Upon visual examination the device appears intact. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a 40-year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 275cc gel breast prosthesis (left device) and a mentor memorygel breast implant 300cc gel breast prosthesis (right device) developed baker grade IV capsular in both of her breasts post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 375cc gel breast prostheses on (B)(6) 2019. This medwatch report is for the patient¿s left breast prosthesis.